Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15689. It was reported the patient was experiencing ineffective stimulation and underwent intervention due to a lead migration. During the surgical intervention, the lead was revised and a second lead was implanted. Effective stimulation was not achieved. No stimulation was provided to the patient's back. The patient is to meet with her physician and the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.